Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. It was noted that the device had a loose/detached set screw.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported during the implant procedure that the patient's implantable cardioverter defibrillator (ICD)&#1473;s attempted but not used because the superior vena cava (svc) setscrew would not engage. Another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.